Event description:
Initial reporter indicated that they had a generator to return to manufacturer replaced for being at end of battery life. The generator was returned with the lead connector pins inserted into the generator header. Additional information was attained from the patient's physician. It was reported that the patient's generator had migrated "dropped" causing high lead impedance. The patient did not have a fall or injury preceding the high impedance event. The patient had their entire vns system replaced. Product analysis was performed on the returned lead portions high impedance was not verified. The lead assembly body including the electrode array section was not returned for analysis. A device malfunction is suspected on the lead portion not returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.